Event description:
The customer reported that erroneous total thyroxine (tt4) results were generated from an unicel dxl800 access immunoassay system for multiple patients over multiple days. This report represents the erroneous tt4 results generated from an unicel dxl800 access immunoassay system for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that this patient's tt4 results were originally lower than expected. One tt4 generated a "no value" result with an indeterminate instrument flag. An ind instrument flag occurs when the reflective light unit (rlu) value obtained for the sample is below the s0 rlu value obtained on the calibration curve. The tt4 results were questioned as they were discordant with the patient's corresponding thyroid stimulating hormone (tsh) result. The customer questioned the potential of sample interference in the initial test sample, and redrew the patient. Upon testing of the redrawn patient sample, a higher tt4 result, within the normal reference range of the assay, were obtained. The tt4 results were not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Assay quality control was within the customer's established specifications during the timeframe of the event, and no error messages were posted to the instrument log. The customer indicated that no reagent share packing had occurred and confirmed that the reagent pack was intact with no noticeable abnormalities. Samples were collected in lithium heparin separator tubes as well as serum separator tubes. The redrawn sample was a serum sample. Beckman coulter inc. Assessment of customer supplied data indicated that other patient results were provided by the customer. These results were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The customer initially declined service however upon completion of an unacceptable precision test, the customer requested service. The field service engineer performed high sensitivity system check and precision runs which verified system performance. No failure was detected. The customer sent in a sample to beckman coulter inc. For testing and investigation. The results of the sample testing at beckman coulter inc. Did not confirm the patient results achieved by the customer. Although beckman coulter inc. Assessment indicated that preanalytical issues and sample condition may have contributed to the customer's results, a definitive cause has been determined for this event. Associated mdrs: 2122870-2012-00521, 2122870-2012-00578, 2122870-2012-00585.